Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and error test. All the buttons did function properly. However, corroded keypad traces noted during visual inspection. No button error alarm observed. No scrolling numbers and no error alarms noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported a button error on her insulin pump. She stated she suspended the device to go swimming. When she resumed the device for a bolus, the numbers were scrolling by themselves. Customer replaced the battery and the device alarmed. She cannot clear the alarm. Customer's blood glucose is 156 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.